Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2014, reintervention was performed to treat a proximal type I endoleak with aneurysm enlargement. The patient was implanted with a conformable gore tag thoracic endoprosthesis (tgu454520j/13071737). Additionally a chimey endoprosthesis was deployed in the brachiocephalic artery to maintain blood flow to the artery which is intentionally covered by the tgu454520j. The patient tolerated the procedure. On (B)(6) 2015, in four-year follow-up study, the proximal type I endoleak was resolved, but a type ii endoleak was newly revealed. Also, aneurysm diameter had further enlarged to 76mm. The type ii endoleak was monitored.